Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing while the patient was doing sit-ups. Technical services (ts) was contacted, and ts discussed solutions and noted low signal amplitudes. The s-ICD system remains in service. No adverse patient effects were reported.